Event description:
Breast implant was ruptured and removed with gel leak. Recently her physician was able to discern droplets of silicone in a specimen of her blood. Rptr states that her films, video and pictures are available through her physician. Rptr had implant removed due to rheumatoid arthritis in joints and back with symptoms being markedly worse on the right side (the same side as implant). Rptr also suffers from chronic fatigue, depression, lymphedema, autoimmune disease, and lupus-like sores. The rptr commented that her rheumatologist, who specializes in silicone related conditions, told her that the ability to isolate silicone within the blood is a new process and has not previously been studied. Rptr also indicated that she and her physician are eager to participate in any research currently underway on this topic.